Event description:
According to the reporter, during a laparoscopic bariatric procedure, the device got stuck in the cannula and the cannula got broke. They said that it seemed the cannula was tapered smaller and was not allowing 5mm instruments at the same space as usual. They've put an applied 5mm trocar in to complete the case and resolve the issue. There were 5 to 10 devices had this issue. The patient was alive with no injury.